Event description:
Perforation of the colon occurred during a diagnostic colonoscopy procedure. According to the hosp nurse, the pt had cancer and a very friable colon. The attending physician concluded that the perforation was due to the pt's condition and not problems with the endoscope.